Event description:
It was reported through the results of a clinical trial that approximately four weeks post an index procedure using a drug-coated balloon catheter in the left arm cephalic vein stenosis, the subject had an adverse event of fistula revision due to decrease access blood flow. Reportedly, the adverse event was not related to study device and study procedure but definitely related to av access circuit. It was further reported that the subject underwent av access circuit re-intervention of surgical revision for decreased access blood flow, decreased dialysis dose, diminished or abnormal thrill and pulsatility. Reportedly, the re-intervention was successful. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that approximately four weeks post index procedure using a drug-coated balloon catheter in the left arm cephalic vein, the subject underwent av access circuit re-intervention for access thrombosis. It was further reported that surgical revision on the left arm av fistula was performed during re-intervention for access thrombosis. Reportedly, the re-intervention was successful. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that approximately six months twenty days post index procedure using a drug coated balloon catheter in the left arm cephalic vein stenosis, the subject had an adverse event of thrombosed left upper arm fistula. It was further reported that the adverse event was not related to study device and study procedure but definitely related to av access circuit. Reportedly, the subject underwent av access circuit re-intervention of left upper arm avf open surgical thrombectomy for decreased access blood flow, diminished or abnormal thrill and access thrombosis on the target lesion on cephalic vein. Reportedly, the re-intervention was successful. The current status of the patient was unknown.